Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that, during equipment testing conducted by a manufacturer field service technician at the user facility, the trigger of the device stuck, a condition in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
No device analysis was performed.

Event description:
It was reported that, during equipment testing conducted by a manufacturer field service technician at the user facility, the trigger of the device stuck, a condition in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.